Event description:
The patient received two leads with the same lot number. It was reported, the patient had low impedances on multiple contacts on her leads. In addition, there was one high impedance contact. The physician opted to perform surgical intervention. During the procedure on (B)(6) 2012, the leads were reconnected to the ipg, and the system tested within normal limits. The physician did not remove any devices; the incision was closed and the patient received stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.